Event description:
The patient was implanted with biventricular support. It was reported by the vad coordinator the pvad rvad was exchanged due to fibrin in the pump and the flash being absent or very weak. The pump was exchanged without issue.

Manufacturer narrative:
The pump exchange was performed as planned and the pt is stable. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.